Manufacturer narrative:
Insulin pump received with missing reservoir tube o-ring and broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. No missing end cap sticker noted. Pump had peeling address/serial number label. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that o-ring fell out of reservoir compartment and reservoir was not holding securely in place. Customer does not know how damage occurred. Customer's blood glucose was 100 mg/dl. Insulin pump would be replaced per customer